Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint stent was implanted into the rca and two non medtronic stents were implanted into the lad and lm. Approx 23 months post index procedure the patient died. The cause of death is unknown. The death was classified as a cardiac death.